Manufacturer narrative:
Investigation summary: thirty four samples received by our quality team for investigation. Thirty came in sealed packaging blisters and four without. Upon visual inspection, no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Twenty nine samples expelled the solution with normal flow, five samples were clogged, therefore the incident reported is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: mds- when we go to administer a vaccine it seems as if the needle is clogged and we are unable to push the vaccine through for administration. We have wasted multiple needles due to this issue.